Event description:
It was reported that the wedge pressure balloon was tested for balloon patency before insertion, and balloon was able to inflate and deflate with no resistance. After the insertion and inflation of balloon to measure wedge pressure, the physician experienced resistance when trying to deflate balloon. The catheter was retracted very slowly and removed from pt together with the sheath. No injury to pt was reported. Additional feedback from the doctor stated that when she tested the balloon prior to insertion, all appeared normal, but was asymmetrical. The balloon could not be deflated, so with caution the doctor had to remove the partially inflated wedge balloon catheter with the sheath. No trauma was caused to the pt's blood vessel.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.